Manufacturer narrative:
Additional information: h6. The complaint is confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. Upon visual inspection, there are signs of wear and tear and damage to the plastic around the remote control/foot pedal connector. Furthermore, it was observed that the inflow door locking arm/mechanism doesn't close completely. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be replicated. The pump was connected to the power and turned on. It was noted that the inflow door locking arm did not close completely. After selecting the desired pressure, the run button was pressed to start the machine. After letting the pump run for 26 minutes, it was noted that the door locking arm moved further higher than before. At the end of the 116-minute total run, it was noted that the inflow locking arm didn't move higher, and the pump never stopped or showed any abnormalities; however, it was concluded that the inflow door locking system was damaged. The cause of this can be attributed to wear and tear by extended usage in the field¿device manufacture date 2019.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the locking of the pump cover opens while the device is used. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information was received. *** update (B)(6) 12-dec-2023. Further information were provided that the reported event has been noticed during a surgery. The surgeon has fixated the cover with a plaster and finished the surgery without further issues.